Manufacturer narrative:
Additional information will be submitted upon receipt and thorough investigation of the implant.

Event description:
An implant was placed in a patient. The clinician noticed scratches and foreign material on the implant (via photos taken before the procedure) while chart notes were being completed. Clinician had patient return in order to remove the implant.